Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had no audible alarm. No adverse effects were reported.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device then underwent functional testing by being filled with water and fitted with temperature check e5735 and powered on; it was noted to have functioned as intended except when testing the alarms. The overtemperature alarm did not sound, confirming the reported customer complaint. The problem source has been determined to be unknown.

Manufacturer narrative:
Additional information was received that the event occurred during testing and no patient was involved.